Event description:
The distributor contacted animas on (B)(6) 2015 alleging a prime (loss of prime) issue. There was no reported adverse events associated with this complaint. This complaint is being reported because the alleged issue remained unresolved after troubleshooting efforts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 04/22/2015. Device evaluation: the device has been returned and evaluated by product analysis on 04/10/2015 with the following findings: review of the black box data revealed record of loss of prime warning (162). On investigation, the pump was exercised for 24 hours without the occurrence of loss of prime. Investigation did not duplicate the complaint. The force sensor unit was evaluated and found to be with specifications. The pump was opened for investigation and did not reveal and damage, defect or contamination of the interior pump components. The pump was determined to be operating within the required specifications without malfunction.